Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00613. Per the fsr, this unit continues to fail the ground leakage test at >1200 microamps in reverse polarity mode. This unit is owned and serviced by a third party, specialty care. The fsr advised the specialty care technical service manager of the situation and advised him not to use the unit. The fsr left a voicemail with the user facility perfusionist (ccp) advising her of the issue and recommended the unit not to be used until serviced by specialty care . Per the fsr, this heater cooler unit does not operate within manufacturer specifications and should not be used until the ground leakage issue is resolved. On 23-aug-2016, the speciality care service technician called the fsr asking if heating elements were available from the manufacturer.

Event description:
The field service representative (fsr) reported that during the notice of field correction (nfc) of the device, the heater cooler unit failed leakage current test at >1200 micro amps in reverse polarity mode (limit is <100). Unit passed in normal polarity at 84 micro amps. This is a back-up unit. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per follow up with the specialty care technical service manager, they replaced the heating element to resolve the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.